Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a applicator deployment occurred. The date of the event is an approximation. On (B)(6) 2026, it was reported that the patient experienced a sensor failure attributed to an applicator deployment issue, which resulted in bending of the sensor wire. At an unspecified time following the sensor issue, the patient lost consciousness, prompting an emergency medical services (ems) response. Upon arrival, ems measured the patient¿s blood glucose at 20 mg/dl. The patient was subsequently transported to the emergency room (ER). No additional information was provided regarding treatment administered, the time at which the patient regained consciousness, or the duration of the patient¿s stay in the ER prior to discharge. Attempts to contact the reporter for further details were unsuccessful. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.